Manufacturer narrative:
Received one edwards 11" m/f red-stripe pressure tubing with attached non-edwards tubing and IV catheter . Disconnection occurred on the non-edwards pressure tubing. The pressure tubing was completely detached from connection with the 4-way stopcock. No visible damage or defect was observed from the edwards product (11" m/f red-stripe pressure tubing). The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the line disconnected from the patient and blood was observed. There were no patient injuries reported.